Event description:
On (B)(6) 2016, a 21mm epic valve was implanted. On (B)(6) 2018, the valve was explanted due to high gradient. Upon explant, calcification of the leaflets as well as pannus on the valve causing the narrowing of the lumen were observed. A perimount magna 23mm valve was implanted. The physician attributes the explant of the epic valve to the patient's elevated gradients secondary to the underlying calcification and pannus. The patient died on (B)(6) 2018, due to impaired diastolic function in the presence of left ventricular hypertrophy with an 18mm intraventricular septal hypertrophy, an "overgrown" posterior wall and pulmonary complications (high fluid loss [lung water]).

Manufacturer narrative:
Events of calcification of the leaflets and pannus on the valve were confirmed. Events of high gradient and patient death was also reported. Gross morphological and histopathological examination revealed calcifications and tears on all three cusps. Circumferential fibrous pannus ingrowth, on the inflow surface was observed on cusps 2 and 3. A thin layer of fibrin was also observed on cusps 1 and 3. No acute inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root causes of the torn leaflet, calcifications, and pannus remain unknown; however, fibrous tissue and pannus ingrowth can potentially alter the distribution of stress along the bases of the leaflets and hinder durability of the valve.